Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the right atrial (ra) lead. The physician suspected lead damage, however, no diagnostic imaging was performed. Abbott technical support was contacted, session records were reviewed, and noise resulting in oversensing and inappropriate automatic mode switch (ams) were noted on the ra lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.